Manufacturer narrative:
The item in question was requested for return. The investigation is pending.

Event description:
As per a manufacturer incident report we received from the factory in (B)(6): as reported: a patient was sent to the intensive care unit because a gas embolism was suspected. (Manufacturer's internal complaint #(B)(4)).

Manufacturer narrative:
The item in question was not returned for investigation. Despite several requests to the hospital, we were not able to obtain confirmation regarding the described event and if a gas embolism occurred or not, nor to obtain any further details. Therefore, an evaluation was based on complaint data. According to the evaluation results (dated 2022-04-01), the following root causes were probable: the irrigation bag with the liquid ran empty during the operation and was not refilled. As a result, air got into the patient. The tube set not vented before use. This would allow air to enter the patient. The irrigation pressure was too high. This may have caused irrigation fluid to enter the patient. In conclusion, we were not able to confirm the event nor a product related malfunction. If new relevant information becomes available, the complaint will be reviewed and a revised supplement report will be provided, if required.